Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and fail-corrosion on usb. The receiver will boot and charge. Functional testing was unable to be performed. The receiver download and internal inspection failed.the complaint is confirmed by the observation of moisture damage, corrosion on usb connector, battery level of 0 suddenly without warning, and rtt loss. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.